Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing low blood glucose of 43 mg/dl. Customer stated she treated and woke up with a high of 286 mg/dl. Customer stated it probably was caused because she over ate and it wasn't uncommon for her to go to either extreme. Customer stated she has been having low for two weeks now and wants to change her sensitivity and accidently blocked function. No further information reported.